Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory ubd: 09-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient with an implantable pump for non-malignant pain. It was reported that reported the 'receptacle' inside the port of the communicator was loose. The contact between the port of the communicator and the charging cord was bad. When asked for the event date the call said it had 'probably been 3 months'. The  caller stated that they could replace the charging cord as many times as they wanted, but it didn't connect on the inside of the port of the communicator. They wanted a replacement. The agent sent a request to replace the communicator.